Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure. A sample was not provided for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney and implant operative report: on (B)(6) 2005 - the patient underwent a sparc (non bard/davol mesh) procedure with an anterior colporrhaphy for repair of a cystocele with stress urinary incontinence. On (B)(6) 2008 - the patient underwent an abdominal sacrocolpopexy with mesh (bard/davol bard flat mesh) interposition as well as performance of a left salpingo-oophorectomy. The patient's attorney alleges unspecified adverse outcome in relation to the bard flat mesh implant.